Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.

Event description:
It was reported that the right ventricular (rv) lead had high impedance via the analyzer. It was also noted that the helix did not appear to extend when visualized on fluoroscope. The lead was removed and when tested the helix would not extend after multiple attempts. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.